Manufacturer narrative:
(B)(4).

Event description:
It was reported that a premature transmitter battery countdown occurred. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with (B)(4) bluetooth device: passed. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product. The reported event of a transmitter premature battery countdown is reportable based on the finding of a transmitter failure alert. No injury or medical intervention was reported.